Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 8, 2020, mentor became aware of the following information: 1) date of implant was (B)(6) 2020. Hence, field d6 has been updated on this form. 2) product information was received as catalog number smxp150rh, and serial number (B)(6). Hence, appropriate fields have been updated under section d. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and /or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast surgery with unknown size unknown tissue expander, and experienced unknown side tissue expander deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed, and supplemental report will be submitted.